Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? According to the information received, the orange indicator was in the green area. What confirmation was received that the device was fully fired? According to the information received, there was an audible signal and they waited the 15 seconds. Then, they fired the product, turned around, moved the stapler lightly from side to side and withdrawn it in the shape of a fish tail. Did the device staple? No, the device did not staple. Were there any staples missing from the staple line? Yes. What was the shape of the staples (b-formation, irregular, legs straight)? Legs straight. The staples were totally open. The surgeon showed them to the representative. Did the device cut? The two sides of the anastomosis were fully open. They had to repeat the procedure with another stapler. Was the cut line fully circumferential around the target tissue? The representative does not know. If the device fully cut, were both tissue donuts present? The anastomosis was open and did not form the rings. If the device fully cut, were both donuts complete? The anastomosis was open and did not form the rings. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes ½ to ¾. They followed the device instructions. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. It was withdrawn it in the shape of a fish tail. The representative was in the hospital, but not in the surgical room when the event took place.

Manufacturer narrative:
(B)(4). Date sent: 1/30/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a rectosigmoidectomy procedure, during the anastomosis the staple line opened, circumferentially with fully opened staples. It was necessary to use another like stapler to make the anastomosis and complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55a95. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.